Manufacturer narrative:
(B)(4).

Event description:
During a knee arthroplasty, it was discovered that a 70mm femur was packaged as a size 67.5mm. There was no impact on the patient.

Manufacturer narrative:
Product was not returned so a product evaluation on the complaint product could not be performed. However, a product evaluation for a product with the same part/lot combination and the same reported issue was conducted. Review of product evaluation determined that this report is confirmed as a 67.5 femur was packaged as 70 femur. Review of the issue with the supplier determined that adequate line clearance was not performed by operators on second shift. Therefore, as the packaging is not opened once the product is received in warsaw, this product was likely non-conforming when it left zimmer biomet control. Review of device history records found these units were released to distributor with no deviations or abnormalities. This device is used for treatment root cause was determined to be inadequate line clearance performed by the supplier who packages the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.